Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 126 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 231 and 269 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer called in states the meter is reading high. Customer states he went to his doctor's appointment and his doctor informed him that his meter is reading too high. Customer is concerned with all fasting results obtained. Customer does not have control solution.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 126mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on 03/23/2018, a back to back blood test was performed non-fasting by the customer and produced test results of 231 and 269mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called in states the meter is reading high. Customer states he went to his doctor's appointment and his doctor informed him that his meter is reading too high. Customer is concerned with all fasting results obtained. Customer does not have control solution.